Event description:
The pt came in for a f/u visit. The left lead was not working. Both leads were replaced. Following the replacement, the stimulation was working again. There was no pt injury. The system was used to treat headaches.

Manufacturer narrative:
The leads and 2 anchors have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.